Event description:
Information was received indicating that the pump exhibited a continuous alarm with a blank screen. It was reported that when the pump was stopped it alarmed "no disposable, clamp tubing." Per reporter when a new cassette was placed, the alarm was resolved. No adverse patient effects were reported